Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had act button did not work correctly and up button given him problem and motor error alarm. No harm requiring medical intervention was reported. The customer stated that insulin pump rejected new battery and battery casing was cracked also the received unexplained no delivery alarm. The insulin pump had motor makes grinding and screeching noises and was louder. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).